Event description:
After the firing of a cs29 in a lower anterior resection procedure, it was observed that about half of the anastomosis had partially formed staples. The entire staple line was subsequently oversewn. The patient's health was not adversely affected.

Manufacturer narrative:
The returned cs29 was visually examined and functionally tested. The device had no damaged components, and when re-loaded with staples, it produced acceptable staple formation and executed a complete transection of the test medium. The root cause of the reported event could not be determined. Evaluation summary: cs29 anvil staple pockets showed normal staple formation and the cut ring showed knife imprint, but no normal penetration. Unit was reloaded with staples, it calibrated, opened fully, closed for firing ranged and fired acceptable staple formation into four layers of red foam. The cut range showed normal knife penetration after it was fired the second time. There is a possibility the pusher and the knife did not travel the full length during the firing sequence.